Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. A visual inspection was performed confirming a piece of plastic inside the syringe, in the fluid path therefore failure mode is verified. This piece of plastic is from another syringe from the barrel flange area. It is likely that a jam occurred before assembling the plunger rod-rubber stopper damaging a syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8165540 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8165540 during this production run.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.